Event description:
It was reported that the patient had saline in her pump for the two months prior to report. At the time of report, the patient did not want to see her current physician. She was scheduled to have a refill in february or march, but was not able to meet with her physician. About a month later, it was reported that the patient had found a new physician. At that time, the patient's pump was alarming, though no specific reason was noted. About three weeks later, it was reported that the patient's new physician was unable to aspirate from the catheter access port (cap). The pump was interrogated and the logs were read; no abnormalities or adverse events were noted. However, it was stated that the patient was requesting her catheter and pump be replaced, though the patient's "health was poor", so they were unable to proceed at that time. The system was delivering saline, but previously was delivering morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 8709, lot# j11348r41, implanted: (B)(6) 2002, product type: catheter. (B)(4).